Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Analysis found the outer insulation abraded through at 18.5 cm and 19.6 cm from pin. The lead abrasion is consistent with that produced by friction with the ICD can.